Event description:
The pt contacted animas alleging that the pump was slow to responding to keypad button presses. The pt specifically mentioned that it would take several ok button presses before the pump would respond. The pt also mentioned that the button(s) would click down without a response.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, a leak test revealed a keypad leak.